Event description:
It was reported that a malfunction occurred with the customer's pump, specifically malfunction 16-0x20e6. There was no information provided regarding the impact on the customer¿s blood glucose level. The customer¿s actions included returning the device, and a replacement pump was provided with a new serial number.